Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, the inner pin of the anchor was pulled out when the inserter handle was removed. Without the inner pin the anchor no longer functioned, so the anchor was removed. The surgeon then opted to complete the procedure using a competitive device. There were no significant delays or pt complications reported as a result of this event.